Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. It was determined that the cause of the issue was a broken latch of the battery. Stryker provided the customer with a repair quote, but the customer has declined the quote. The device will be returned to the customer without the repairs being performed. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.